Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon burst inside the patient. It was reported that no pieces detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.